Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was manually priming. The reservoir had an air bubble inside. The customer was unable to manually prime the air bubble out. Insulin continued to drip after she released the act button. The plunger did not go in the insulin pump. Customer's blood glucose level was 325 mg/dl. The device was not returned.